Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be "completeed". If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in a procedure. The procedure date is unknown. According to the complainant, during procedure, the sensor wire shrink sleeve detached inside the scope. The procedure was completed a new sensor wire guidewire. There were no patient complications reported as a result of this event.